Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the storage recovery error icon showed on screen. A technical support specialist verified and confirmed that the issue was resolved by customer, no hardware failure error occurred. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system showed storage recovery error while medications were needed emergently. The customer stated that there were no procedures during the malfunction, but it caused a delay in patient care by about 13 minutes. The customer mentioned the delayed medicine was toradol during pain treatment for a patient. The customer confirmed that there was no harm reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d5, d9, e3, g6, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-jul-2022 to 04-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no error. The technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a storage recovery error while medications needed to be pulled immediately. Customer stated that there was a 13-minute delay in accessing toradol medicine during pain treatment for the patient. There were no adverse events or injuries reported based on this incident.